Event description:
It was initially reported that a critical alarm was heard and confirmed due to zero ml reservoir volume. The pump had dispensed 24.2ml of drug. The last change was done on (B)(6) 2011. The patient experienced underdose symptoms, especially increased pain. It was later reported by the physician that the patient had increased pain in low back and both legs, and withdrawal symptoms. The catheter could not be aspirated and had a break/tear/hole at the distal (spinal) segment. A catheter dye study performed on (B)(6) 2011 revealed dye collection in spinous tissue. No myelogram was obtained. The catheter was revised. Pt recovered without sequelae.

Manufacturer narrative:
(B)(4).